Event description:
Foreign distributor contacted dexcom technical support on (B)(6) 2015 to report on behalf of the patient a possible detached sensor wire on (B)(6) 2015. The patients sensor was inserted on (B)(6) 2015. Upon removal of the sensor pod, the patient was unable to locate the sensor wire. The patient did not report any injury or medical intervention. The sensor was worn beyond seven days.

Manufacturer narrative:
(B)(4). It was reported that the sensor was worn beyond seven days. The dexcom g4® platinum continuous glucose monitoring system states: your sensor gives you sensor glucose readings for up to seven days. The performance of a sensor has not been tested beyond seven days.